Event description:
It was reported via trial that four years post sent implantation in the right internal carotid artery follow-up x-ray revealed a grade 1 stent fracture involving a single, proximal strut. The patient was asymptomatic and no treatment was performed. No additional information was provided.

Manufacturer narrative:
Customer's meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to the reading reported by the customer reported was found in meter memory. This is a final report.

Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 431 mg/dl compared to a lab reading of 127 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.